Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was changing his site earlier and he received a no delivery alarm. Customer fiddled with the reservoir and was able to get it working. Customer's blood glucose went from 248 mg/dl to 314 mg/dl. Customer stated that he treated with the pump but his blood glucose keeps going up. Customer stated that he disconnected at the quick release. Customer delivered a fill cannula and a drop did come up. Customer wanted to hold off on the troubleshooting and just wanted to change the set. Customer stated that the no delivery issue was already resolved. Customer is going to change everything out and call back if the issue continues.